Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of an event which occurred in (B)(6) stating a portion of pentax cleaning brush model cs-6021t/lot unknown fell inside a patient during a procedure. A delay in procedure which required medical intervention was also reported. No further information regarding the patient or the event has been received by pentax. The cleaning brush was not sent to pentax for evaluation. The most recent purchase of pentax cleaning brush model cs-6021t made by the facility was in (B)(6) 2018. The instructions for use for the pentax cleaning brush model cs-6021t includes the following note and warning: note: this brush is provided non-sterile for one time use. Never reuse the brush on more than one instrument. Warning: after using, carefully check that no parts of brush have fallen off inside the endoscope's suction channel. If this inspection determines that bristles or a distal end (blue) have come off during cleaning, immediately retrieve them by flushing clean water through the channel with a syringe. Any part of the brush remaining in the channel after cleaning may drop into the patient's body during a subsequent. Procedure. Depending on the location of the detached part, it cannot be flushed away by clean water through the channel with a syringe. In this case, contact your local pentax sales facility.